Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to exercise a diagnostic sample from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. Although the device was not returned for further evaluation, images from the event were reviewed by a cross functional team and the root cause was inconclusive. There was no evidence that the alleged foreign material seen in the patient tissue samples came from the device or its packaging. There was no patient injury as a result of this event.

Event description:
It was reported by the affiliate that black material was found mixed in the tissue samples retrieved from the patient. No patient consequences reported.